Event description:
The user stated he was getting system pressure error and decided to replace the f1 fuse. Upon reboot, the fuse f3 "blew out and small flames and smoke" came out of the fuse holder. The user was not harmed. The field service representative determined the compressor kit was worn and multiple components in the power supply had melted and burnt up. He replaced the compressor kit, checked the pressure control valve, replaced the power supply, degasser pump and fluid sensor. To verify the analyzer operation, he performed qc with results within specification.

Event description:
Reportedly, it was informed that the product was leaking during the use. No patient injury was reported.

Manufacturer narrative:
The investigation determined the issue might have been caused by a combination of user error, damaged contacts on the transformer, and a failed fain. The user changed the fuse without switching off the power which damaged the fuse holder cap. The contacts of the transformer were damaged due to high current consumption of the cooling unit. In addition, the fan of the power box failed which cause an elevated temperature in the power box. The materials are ul certified and not flammable. The defective power box was replaced and a kit update power box will be introduced in a product bulletin to address this issue.